Manufacturer narrative:
Date of event estimated. The allegation is against 1 of 2 lead/anchor; however, it is unknown which lead/anchor(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000103098. Common device name: anchor, model: 1192, UDI: (B)(6), serial: n/a, batch: 7707644.

Event description:
Related manufacturer reference number: 1627487-2023-05675. It was reported that the patient's lead and anchor were fractured. As a result, the patient was experiencing ineffective therapy. Surgical intervention took place where the lead and anchor where explanted and replaced to address the issue. Fracture was confirmed with fluoroscopy during surgical procedure. Therapy was restored postoperatively. Investigation was unable to determine which of the leads and anchors attributed to the event. The allegation is against 1 of 2 lead/anchor; however, it is unknown which lead/anchor(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000103098. Common device name: anchor, model: 1192, UDI: (B)(4), serial: n/a, batch: 7707644.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.